Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by a hole in the hose and a migrated lever assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the manufacturer service technician detected the lever assembly of the device to be moved, a condition in which the device has the potential to run without user activation, and a hole in the exhaust hose, which passes air and lubricant. There was no patient involvement; no patient impact.